Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an elective replacement indicator (eri) and end of service (eos) response on the remote although the device has been implanted for less than two years. Device will not return because it was disposed by the surgeon. Post op the patient is doing very well with the new battery. Electrocautery was used to remove the old battery.